Event description:
It was reported that the device was explanted after an implant duration of approximately 5.3 months, due to endocarditis, regurgitation, and perivalvular leak. Information learned from implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.